Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Initial reporter occupation: attorney. Concomitant medical product: unk cup.

Event description:
Complaint description: litigation alleges patient was revised to address elevated ions and metallosis. Update jun 05, 2017: pfs alleges that the patient also experienced pain, noises, developed a limp, severe mobility and activity limitations, believed to have caused by metal-related damages to the hip. There was evidence of gross metallosis with the anterior one-half of the gluteus medius being necrotic. Clinical notes state the presence of a pseudotumor in left hip and patient also is experiencing ibs and numbness in extremities. Update ad 30 aug 2018 receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear and fracture (bone).